Manufacturer narrative:
(B)(4)

Event description:
Procedure: sleeve gastrectomy. According to the reporter: the staple line tore the mucosa of the stomach. The surgeon changed to another device and resected more tissue lateral to the first firing.